Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded non-physiological noise in the secondary vector and pocket fracture was suspected. Primary vector was not usable due to low r-wave. The patient has had no recent impact, the episode was stored while shopping, and there was no fall or trauma reported. An x-ray was attached for review showing curvature but not acute similar to 90 degrees. Initial troubleshooting without boston scientific support showed no reproduction of the documented events. A second troubleshooting was performed with boston scientific support and there were artifacts reproduced in any channel. There were only suspected telemetry challenges based on captured s-ECG. Another interrogation was performed, device data was downloaded and showed saturation. Talks were made to replace the electrode, with an attempt to minimize the pocket tunnel tract into the pocket and the header distance, could reduce strain on the electrode. The healthcare professional is aware that the patient may be at risk of an inappropriate shock but sent the patient home with the same device configuration. There were no adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that an image was provided showing a partial view of the electrode with a possible gap in insulation layer which may have been the reason for this noise documented. Subsequently, the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) recorded non-physiological noise in the secondary vector and pocket fracture was suspected. Primary vector was not usable due to low r-wave. The patient has had no recent impact, the episode was stored while shopping, and there was no fall or trauma reported. An x-ray was attached for review showing curvature but not acute similar to 90 degrees. Initial troubleshooting without boston scientific support showed no reproduction of the documented events. A second troubleshooting was performed with boston scientific support and there were artifacts reproduced in any channel. There were only suspected telemetry challenges based on captured s-ECG. Another interrogation was performed, device data was downloaded and showed saturation. Talks were made to replace the electrode, with an attempt to minimize the pocket tunnel tract into the pocket and the header distance, could reduce strain on the electrode. The healthcare professional is aware that the patient may be at risk of an inappropriate shock but sent the patient home with the same device configuration. There were no adverse patient effects reported. The device and electrode remain in-service. Additional information was provided, it was reported that an image was provided showing a partial view of the electrode with a possible gap in insulation layer which may have been the reason for this noise documented. Subsequently, the electrode was explanted and replaced. No additional adverse patient effects were reported. The electrode is expected to return for analysis.